Manufacturer narrative:
The reported glidescope core smart cable was returned to verathon for evaluation along with the glidescope core 10-inch monitor used with the cable during the reported event. A verathon technical service representative (tsr) evaluated the returned smart cable and visual inspection found damage to its hdmi connector. The smart cable failed verathon's device functionality testing. Next, the verathon tsr evaluated and repaired the returned monitor for un-related errors and damage. Verathon determined that the reported image issue was isolated to the cable failure. Upon completion of verathon's device evaluation, the repaired monitor was returned to the customer along with the faulty cable per the customer's request. However, a replacement cable was also provided to the customer as no repairs are available for the device. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during intubation of a patient, using a glidescope core smart cable, the display on the connected glidescope core 10-inch monitor turned black and the light turned off. No delay in the procedure, use of a backup device, or harm to the patient was reported.